Manufacturer narrative:
Other relevant device(s) are: product ID: 3888-28, serial/lot #: (B)(4), ubd: 01-jun-2002, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and non-malignant pain. It was reported that patient recently had his battery replaced and is having some problems trying to program it. When he gets intensity strong enough to get some pain relief, if he changes positions, it either throws him out of his chair or stops working all together. Patient already had a post op appointment with the implanting hcp, they just checked his vitals and incision site at that time. Patient had an appointment with the managing hcp in (B)(6). Patient reported that scs does help him; however, it hasn't ever been the greatest. Patient has pain areas in his leg and his foot. The scs has been good with handling the leg pain but not the foot. Patient also reported that during the battery replacement surgery, a problem with the lead was found. There were 4 contacts with appropriate impedance; however, other 4 did not, indicating a partial dysfunction in the lead and it was a confirmed lead issue. Patient stated that the lead is probably the next thing that will be replaced. Patient stated that they had talked about replacing the lead anyways. Patient stated that they tend to develop a lot of scar tissue and always has and he had this issue. Patient was not sure if part of the problem is too much scar tissue around the lead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-may-02 reporting that the third device was implanted but not working properly. No further complications were reported.